Event description:
It was reported that during an unknown procedure, only one side was stapled and vessel was squirting blood. Also, the device became stuck in one position, it stopped articulating. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and the one piece sled was found damaged. It is possible that the device was attempted to fire on ticker tissue than indicated. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device was articulated and de-articulated as intended. It should be noted that to de-articulate the device the anvil needs to be in the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.